Event description:
It was reported that the surgeon said that it seems blade touch the artery or nerve beyond the boundary. So local ts engineer conducted an inspection, but confirmed that there was no problem. The mps tested it again, when cutting, looking at the screen, the surgeon left some bones on the posterior side. And we checked if there is as much left as the screen on the bone, but it was cut more than the bones left on the screen. So the surgeon said that he cannot believe the mako anymore because it was cut more than we expected. We would like to know the reason why the bone was cut more than expected.

Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a mako tka software was reported. The event was not confirmed because the log/session files were not available for inspection. Method & results: product evaluation and results: review of the case session files was not performed as case session data was not provided. The following steps should be taken when completing cutting techniques: 1. Approach bone slowly. 2. Let the saw do the work, don't push/pull off plane (light touch). 3. Double-pass distal cut (and any hard bone). 4. On final pass, ensure blade is powered on before contacting bone. 5. Do not change leg flexion or tilt between femoral cuts. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected on 25 april 2018 and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n: 209999, robot number: (B)(6) shows 0 similar complaints for tka software - inaccurate resection. Conclusions: per preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the case session/log data are needed to complete the investigation for determining root cause. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text: device not available.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported that the surgeon said that it seems blade touch the artery or nerve beyond the boundary. So local ts engineer conducted an inspection, but confirmed that there was no problem. The mps tested it again, when cutting, looking at the screen, the surgeon left some bones on the posterior side. And we checked if there is as much left as the screen on the bone, but it was cut more than the bones left on the screen. So the surgeon said that he cannot believe the mako anymore because it was cut more than we expected. We would like to know the reason why the bone was cut more than expected.